Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated that group a and b had disappeared. Pt stated they went in for an MRI. However originally the MRI compatibility showed that they were MRI ineligible. Pt stated that they thought should have been MRI eligible. They were able to get their compatibility adjusted to be shown correctly. Pt stated they needed to be reprogrammed because the therapy was not providing proper relief. After they were reprogrammed they had all their programs. However pt reported after their MRI, they were missing program a and b. Pt stated they contacted their mdt representative about the issue but they redirected the pt to contact ps. Pt stated their implant battery is not holding a charge as well because the remaining group drain the battery more than a or b would. Agent walked pt through connecting to their therapy however, the group a and b were still missing. Pt was redirected to their managing hcp. Pt stated that they are unable to use the recharging belt and inquired about the recharging drape. Pt stated they did not receive all of the equipment needed for the wireless recharger dock. Agent sent an email to repair to replace the wireless recharger cord and wireless recharger cord adaptor and the wireless recharger drape. Pt mentioned previously they had stimulation going where it was not supposed to travel. Pt stated they were very difficult to reprogram and sometimes would take up to 3 hours.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.